Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, white particles in shell, delamination of valve(85%). Leak test and microscopic analysis was performed which identified: a curved striated opening on anterior side assessed as surgical damage, partial delamination(85%) of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is curved striated opening assessed as surgical damage consist in the use of some surgical tool and delamination of diapherm flange disk assessed as adhesive failure additional, changed, and/or corrected data: b6; d.4; d.9; g.1; h.6; h.6.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.